Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) tends to kink which makes it hard to insert the catheter.

Event description:
The customer reports the swg (spring wire guide) tends to kink which makes it hard to insert the catheter.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire assembly and the product lidstock for evaluation. The guide wire was returned partially retracted within the advancer tube and showed evidence of use. The straightener tube from the guide wire assembly was not returned and no other components from the kit were returned. The guide wire was observed to have several kinks/bends along the body; three towards the distal end of the guide wire and one towards the proximal end. The distal j-bend was deformed out of its j-shape but remained intact. Microscopic examination confirmed the kinks in the guide wire body. Both the proximal and distal welds were present and were observed to be full and spherical. Evidence of use in the form of dried blood was observed on the guide wire body. The kinks in the guide wire body were located 5, 19, 33 & 414 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire was able to pass through both components, although slight resistance was met while passing the kinked portions. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations along the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.